Manufacturer narrative:
The raw material and device history records were reviewed and showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the mfg of these parts that would contribute to this complaint condition. As received, the plate is still in one piece, but one side of the shaft is broken through on one side of the elongated combi hole. The plate has been somewhat "flattened" out of its normal contoured shape. All dimensions pertinent to the complaint were able to be measured and were within spec. As noted above, the plate has been slightly "flattened" from its normal contoured shape and is not consistent with mfg process or insp condition. It is unk how or when the plate was flattened.

Event description:
Pt treated for distal radius fracture with plate and screws in (B)(6) 2012 returned to the surgeon on unk date complaining of pain. X-rays taken on unk date revealed a broken plate. Pt was returned to operating room on (B)(6) 2012 and surgeon removed the broken plate and 8 unk screws. Pt was revised to another plate and screws, and a non-synthes bone filler product.